Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device check indicated right atrial (ra) lead position check failure and invalid data on the implantable pulse generator (ipg). Ipg and ra lead remain in use. No patient complications have been reported as a result of this event.